Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection: a visual inspection was carried out on the returned device by a material analysis engineer which noted. Damages to the distal and taper surfaces of the femoral head were consistent with wear between the head and the stem trunnion/taper surfaces. Adhered material was observed in the taper surfaces. The adhered material was analyzed under a scanning electron microscope (sem) for further evaluation. The mar concluded: movement between the femoral head taper and the femoral stem trunnion caused wear and material loss within the taper junction. A loss of the taper locking mechanism allowed this movement to occur. It was not possible to determine how or when the loss of taper lock occurred. A corrosion process was observed. Metallic debris from the stem trunnion likely migrated to the articulating and distal rim surfaces of the acetabular insert. Additionally, evidence of impingement from the neck of the femoral stem on the acetabular insert was observed. The femoral stem fractured in fatigue. Final fracture occurred in overload. No material or manufacturing issues were observed on the device features evaluated. -medical records received and evaluation: a review of the provided medical records, x-rays and mar by a clinical consultant noted the following: procedure-related factors: - component malposition of partly undetermined type. - inappropriate use of a 10° liner in a cup shell with already optimal inclination. Patient-related factors - morbid obesity (bmi = 50). Device-related factors: - none as also supported by mar findings. Diagnosis: - component malposition has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage with trunnion fracture as final effect. Morbid obesity may have accelerated the adverse outcome. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other event for this lot. Conclusions: a review of the provided medical records, x-rays and mar by a clinical consultant concluded: component malposition has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage with trunnion fracture as final effect. Morbid obesity may have accelerated the adverse outcome. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Pt presented to emergency department with hip pain. Identified on x-ray femoral implant broken on left side. Accolade tmzf stem, head and trident insert removed and replaced with exeter stem, v40 head and trident 10 degree polyethylene insert. Identified on x-ray 9 years after initial surgery. Update: malposition of trident shell identified through medical review. The mar concluded: movement between the femoral head taper and the femoral stem trunnion caused wear and material loss within the taper junction.